Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient with a history of peritonitis passed away. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized prior to death. Treatment for the peritonitis was not reported. The cause of death was not reported. It was not reported if an autopsy was performed. It was not reported if the peritonitis was resolved prior to death. It was not reported if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. No additional information is available.